Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Upon investigation, manufacturer's domestic evaluations lab found evidence of burned, melted electrical contact pins and melted plastic around inform meter electrical contact pins. No adverse event reported. The device was returned, replacement sent.